Manufacturer narrative:
The device analysis report is attached. This report is submitted on november 19, 2020.

Manufacturer narrative:
This report is submitted on 4 september 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 due to poor performance with device use. The patient was re-implanted with another device during the same surgery.